Event description:
The user facility reported that the endotracheal tube was in use with the pt for an unk amount of time when the cuff began leaking and the inflation line was observed detached from the endotracheal tube shaft. The endotracheal tube was replaced. No permanent adverse effects to the pt were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed.